Manufacturer narrative:
Unit received with a flashing medtronic logo, unresponsive keypad and power loss alarm on (B)(6) 2024. E unit received with flashing medtronic logo due to moisture damage at electronics assembly. The p-cap / reservoir locks properly into place. Unit unable to perform rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test due to flashing midtronics display anomaly. Unable to verify unresponsive keypad or power loss alarm due to flashing medtronic logo anomalies. Unable to download pump's history and trace files using thump due to flashing display anomaly. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. Unit received with cracked battery tube threads, cracked keypad overlay at select button and cracked case at battery tube side. In conclusion flashing medtronic logo alarm confirmed due to moisture damage on electronics. Unable to verify unresponsive keypad or power loss alarm due to flashing medtronic logo anomalies. Unit confirmed exposed moisture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), flashing medtronic logo, exposed to moisture, keypad/button unresponsive/button error, unexpected battery power loss, e/a alarm unspecified. The event involved product(s) mmt-1884. Trouble shooting was performed and customer reported receiving replace battery alert/replace battery now alarm. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Customer reported a flashing medtronic logo on the screen that was not a single flash. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.